Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked MDR: 2029214-2019-00777. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two concerto coils did not function as desired. The coils were reported to have been "defective/ broken". The coils were not used to treat the patient. No additional event details are know.